Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. It was noted that the distal conductor was distorted, the outer tubing overlay had melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had breach (non-electrical) due to environmental stress cracking (esc), and there was a white substance on the outer insulation and the exposed defib coil. The device is part of the advisory for this model.

Event description:
Asku

Event description:
It was reported that the right ventricular lead sensed very small r-waves, probably due to micro-dislodgement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.